Event description:
It was reported this catheter was placed for an abscess drainage procedure. Two weeks post placement upon removal, the distal pigtail detached and remained in the pt. Retrieval of the detached segment was uneventful. Another drainage catheter was placed and the pt's condition is good. This device has not been rec'd for eval and it was indicated the user facility cannot locate it. Therefore, no failure analysis is available. User technique and/or pt anatomy may have been contributing factors to this event. However, without evaluating the device co is unable to determine the cause for this event.